Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that hole in powerpicc solo noticed as it was leaking when flushed. Hole between the 9.5 and 10cm mark. PICC removed. Date of insertion on (B)(6) 2023, date of removal on (B)(6) 2023, days insitu: 233, securacath insitu. 48 cm trimmed PICC/9cm external.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Usage residues were observed throughout the sample. A secureacath catheter securement device was attached to the catheter between the 6cm and 8cm depth markings. A permanent kink was observed at the 11cm depth marking. A longitudinal split was observed at one corner of the kink impression. Microscopic inspection of the split revealed a granular fracture surface. Material discoloration was observed in the vicinity of the split. The split occurred within a longitudinal impression in the catheter material. The sample kinked preferentially at the kink site during manual manipulation. The catheter shaft wall thickness, inner diameter and outer diameter were measured and found to be within manufacturing specifications. The split features were consistent with material tearing. It appeared that kinking of the indwelling catheter shaft likely contributed to that tearing; however, it could not be determined if an additional, unidentified factor(s). Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that hole in powerpicc solo noticed as it was leaking when flushed. Hole between the 9.5 and 10cm mark. PICC removed. Date of insertion 12/07/2023, date of removal 08/09/2023, days insitu: 233, securacath insitu. 48 cm trimmed PICC/ 9cm external.